Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG cables are worn out. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the ECG (electrocardiogram) cable (m1663a) is worn out. The customer requested a replacement ECG cable (m1663a) due to it being worn out. Philips provided a replacement 10 lead ECG trunk aami/iec 2m to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported issue was due to a worn out ECG cable. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a replacement 10 lead ECG trunk aami/iec 2m to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.